Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked battery tube threads. Unit passed self test and no missing segments or partial display noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that she had low blood glucose of 78 mg/dl and her insulin pump was not working correctly. Customer stated that her insulin pump reservoir compartment is cracked with a broken piece and unable to screw on her reservoir. Nothing further was reported.